Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for a transcatheter aortic valve replacement (tavr) procedure using a large flexnav delivery system. The annular dimensions of the native valve were diameter min:23.8 mm, diameter max:30.7mm, diameter avg: 27.3mm, area: 556.1mm^2, perimeter: 85.0mm/ left ventricular outflow tract (lvot): diameter min:23.2 mm, diameter max:30.5mm, diameter avg: 26.9mm, area: 545.6mm^2, perimeter: 84.3mm. During procedure, a pre-dilation was performed with a 23mm x 40 mm non-abbott balloon. After the first deployment, a non-uniform expansion (nue) was present and it got re-captured and released, nue disappear. The final implant depth was 4mm on the non-coronary cusp/ncc). After the implant, a moderate perivalvular leak was noted. A post dilatation was performed with a 25mm x 40 mm non-abbott balloon but (pvl) remained. The heart team decided to deliver a non-abbott valve. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
An event of incomplete stent opening and perivalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pvl and incomplete stent opening could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as post-implant balloon valvuloplasty was performed to address the pvl and subsequently another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.